Event description:
It was reported that the pt's mastoid was swollen, red, and warm. The pt has discontinued use of the external equipment. The pt has been referred to the doctor for possible infection. When more info becomes available, a supplemental report will be submitted.